Manufacturer narrative:
Outcomes to adverse event, type of reportable event: a risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of the 3 screws was detected by the surgeon after placement with fluoroscopic and CT control scans before finalizing the surgery, and the screws were replaced successfully (re-positioned successfully) with fluoroscopic guidance at the same surgery. The outcome of the surgery was successful as intended. There were no negative effects to the patient, neither due to screw placements nor due to surgery/anesthesia delay (of ca. 30min) for re-placement of the screws at the same surgery. There were no other remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of screw placements by approximately 2-3 mm is likely a relative movement of the vertebrae operated on (e.g. T10, l1, l3) in relation to the vertebra where the reference array was attached (t9), leading to a shift between the navigation display of the image dataset and the actual patient anatomy. This relative movement can occur due to a non-rigid connection of the bones when applying forces during the surgery. A vertebral (burst) fracture was present for this patient, which causes instability in the spine, and increases the likelihood of movement between vertebrae. These vertebra movements relative to the navigation reference array during e.g. Hardware placement, cannot be recognized by the navigation system when displaying tracked instrument positions (e.g. Pointer or drill guide) on the pre-surgery (registration) image. Apparently, the resulting deviation has not been recognized with the necessary continued verification of navigation accuracy by the user before the screw placements. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Remedial action initiated: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine for a burst fracture at l1 with planned placement of 12 pedicle screws from t10 to and including l3 (6 levels), was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the operating room table. Attached the navigation reference array with the extension in an upright, vertical position on t9. Performed a CT scan using an intra-operative CT scanner and determined the accuracy of the automatic registration of the current patient anatomy to the navigation (to the intra-operative CT scan imported into and used by the navigation) to be deviating by 2mm laterally at the posterior aspect of the spinous process at the lumbar level. Performed a second CT scan using the intra-operative CT scanner and determined the accuracy of the second automatic registration to be sufficient although still slightly deviating, and accepted the registration. Breathing was halted during both scans. Used a navigated drill guide to drill into the pedicles. Used a non-navigated screwdriver to place the screws into the pedicles following the path created by the drill guide. Started placing the rods but suspected an insecure right l3 screw performed an intra-operative fluoroscopy scan and determined the l1 and l3 screws on the right side were not placed as desired: placement of both deviated by ca 2-3mm superior and lateral from the intended position. Replaced the deviating l1 and l3 screws under fluoroscopic guidance without the aid of navigation. Placed the rods and performed an intra-operative CT scan, and determined the left t10 screw was not placed as desired: placement deviated by ca 2-3mm medial from the intended position. Replaced the deviating t10 screw under fluoroscopic guidance without the aid of navigation. Completed the surgery. According to the surgeon: the deviation of the 3 screws was detected by the surgeon after placement with fluoroscopic and CT control scans before finalizing the surgery, and the screws were replaced successfully (re-positioned successfully) with fluoroscopic guidance at the same surgery. The outcome of the surgery was successful as intended. There were no negative effects to the patient, neither due to screw placements nor due to surgery/anesthesia delay (of ca. 30min) for re-placement of the screws at the same surgery. There were no other remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.